Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. Unit received with broken reservoir tube lip. Unit received missing o-ring (reservoir tube).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer was mowing lawn and was not sure what caused alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.